Manufacturer narrative:
It was reported that the enterprise stent got stuck in the prowler select plus microcatheter. No further was provided or obtained through investigation. The lot numbers of the enterprise and prowler select plus are not known; therefore a device history record review cannot be completed. The devices are not available for analysis. Without the return of the devices for analysis no conclusion can be made regarding the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00111 and 1058196-2012-00112.

Event description:
It was reported that the enterprise stent got stuck in the prowler select plus microcatheter.

Manufacturer narrative:
Please note that the event date is unknown. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00111 and 1058196-2012-00112. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.